Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient¿s relative (the reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter was unable to confirm when the alleged meter inaccuracy began. The reporter claimed an alleged inaccurate high blood glucose reading of "261 mg/dl" was obtained with the subject meter. The reporter informed the csr that the patient manages his diabetes with oral medication, diet and exercise and claimed the patient took action of consuming more food and drink on (B)(6) 2015 at 9:30am in response to the alleged issue. The reporter claimed the patient developed symptoms of ¿shivering, sweating and was confused¿ 25 minutes after the alleged issue began. No additional treatment was specified. At the time of troubleshooting, the csr noted that the reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.